Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the jejunum during the sewing of the gastrojejunostomy on a laparosocopic roux en y gastric bypass, the device was difficult to unload at one point. The needle disengaged completely from the device but was still in the small bowel with the strand of suture attached, so it was visible the entire time. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.